Event description:
It was reported that the pt experienced a shocking or jolting sensation. The pt felt shocks at the implant site and down his leg, and in his testicles at times. The stimulation was off at the time of the report. The pt was afraid to recharge the implant. The symptoms began in (B) (6) 2009, but the last few days before the report, the pain was "so bad" the pt "can't sleep". The pt was going to try and recharge, and then use the sys to see if there was a difference. There was no known accident or incident related to the event. The pt's status was unk. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)